Event description:
It was reported that the pump's usb port was damaged a different type of charging cable was wedged into the pump, patient is unable to get the charger out of the charging port resulting in difficulties charging the pump. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.